Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the, on the first firing to bile duct during a laparoscopic cholecystectomy procedure, the surgeon tried to fire the device, but could not squeeze the handle. The sales rep confirmed that staples at the root of the jaws were coming up. There was no patient injury.